Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving adequate coverage due to receiving stimulation in unintended areas. Reprogramming to provide resolution was unsuccessful. X-rays revealed both of the patient's leads (from the same lot) have migrated. As a result, the pt will undergo surgical intervention.